Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrector stopped working during an ophthalmic procedure. The surgery was completed after replacing the product. There was no patient harm. Additional information and the product sample have been requested for this report.

Manufacturer narrative:
A device history record review for each lot number was conducted. No anomalies were found during the device history record reviews. The product was released according to the product¿s acceptance criteria. A complaint lot history examination indicates there was one other complaint with the same reported event issue. The sample was visually inspected using 25x magnification and found to be visually nonconforming. The needle is bent at approximately 30 degree above the stiffener sleeve. Actuation testing was performed and deemed nonconforming. During the testing the needle jackhammered due to the stiffener sleeve being loose. Aspiration testing was performed and deemed conforming. Cut testing could not be performed due to the damage needle. The probe was disassembled and the components inspected. There is approximately 20-30 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is bent with slight wear at the bend area. Actuation was retesting after the disassembly and was deemed conforming. The root cause for the bent needle cannot be determined from this evaluation. (B)(4)